Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively on a lung lobectomy resection procedure, while testing, the surgeon was able to press the green button, but was unable to squeeze the handle. The device did not fire. A new handle and reload were used to resolve the issue and complete the procedure. There was no patient injury.